Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-03-23. The patient reported that his current system with the battery that needed replaced covered his legs but not his back. The patient reported that he spoke with a manufacturer¿s representative (rep) and their healthcare provider¿s (hcp) on (B)(6) 2017. The patient reported that the thought new leads needed to be placed to cover the patient¿s back pain, but the hcp only wanted to replace the neurostimulator (ins). The patient clarified that the ¿surgeries¿ he referred to were the additional surgeries that would be required if they placed additional leads to cover the back pain. No further complications anticipated.

Manufacturer narrative:
Correction to of supplemental report 001.

Event description:
Additional information was received from the consumer on 2017-05-24 reporting that currently the implantable neurostimulator (ins) was for their legs but they were going to have it replaced with another ins. Per the caller, the manufacturer representative told them that there was a new device that would help with leg and back pain. The patient was redirected to their health care professional (hcp). No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient began seeing an elective replacement indicator on their rechargeable implantable neurostimulator in the beginning of (B)(6) of 2017. It was reviewed how to bypass the information screen, and there was no report or allegation of di satisfaction with the implantable neurostimulator longevity. There were no patient symptoms reported.

Event description:
Additional information was received from a consumer on 2017-02-17 reporting that the patient had 2 implants put in their back after a bad back surgery which messed the nerve in their legs. The first implant was in 2008. The second implant was performed in 2009. It was reported that the consumer had several attempts to ¿see about the second implant¿ but the health care professional (hcp) who put it in did not have anything to say about it. The patient reported that you learn as the years pass by. It was stated that it was now 2017 and there was a battery replacement after they had called the manufacturer to find out what the word ¿eri" was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.